Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discharge coming out of the subpectoral pocket site and head area due to an infection. Therefore, the patient was given antibiotic medication and underwent an explant procedure of the dbs system. The patient is recovering with no reported complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Correction to block d6b: explant date the devices were not returned for analysis as they were discarded by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that infection and implant site complications such as poor healing, redness, warmth, swelling or wound reopening are known risks associated with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block d2b: additional pro code selection that applies to the indication of this device <nhl> additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7140632 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7140640 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7143953 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7145154 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7140632, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7140640, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7143953, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7145154, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discharge coming out of the subpectoral pocket site and head area due to an infection. Therefore, the patient was given antibiotic medication and underwent an explant procedure of the dbs system. The patient is recovering with no reported complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.